Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2012: (B)(6) health. (B)(6) ., md. Procedure note. Date of procedure: [sic]. Diagnosis: lower abdominal incisional hernia measuring about 8 x 10. Procedure: patient exploratory laparoscopy, lysis of adhesions, repair of lower abdominal midline incisional hernia with a 10 x 15 dual gore-tex mesh. First assistant: (B)(6) , rnfa. Anesthesia: general anesthesia. Procedure: ¿the patient was taken down to the operating room. She was placed in supine position on the operating table, given general endotracheal anesthesia. Foley catheter was placed. The abdomen in its entirety was prepped and draped in standard fashion. Incision was made between the umbilicus and the xiphoid. Easily the peritoneum was entered. The patient had previous midline surgery. There was no evidence of any bowel in the subfascial area. Under direct vision the hasson catheter was passed. Air was insufflated. Camera was placed. The patient had some adhesions mostly greater omentum up into the lower midline incisional hernia. A left lower quadrant 5 port was placed under direct vision without complications in the left lower quadrant. The right upper quadrant was clear of adhesions. A 5 port was placed. The patient was positioned. Adhesions were taken down sharply. There was no bowel involved. Greater omentum was adherent to the abdominal wall. The bowel was carefully visualized throughout the procedure, and it was not involved in the operation. The hernia had greater omentum in it. It was pulled out and sharply excised away from the hernia sac, leaving a defect as described above. At this point, a 10 x 15 dual gore-tex mesh was placed after being numbered. It was pexed circumferentially around the hernia with good margins with a protacker. With multiple stab incisions circumferentially, u shaped sutures were placed of 0 prolene. Appropriate margins and widths apart. These were done through stab incision. After careful inspection of the bowel and the mesh, all trocars were removed. The fascia was closed with #1 vicryl, skin closed with subcuticular 3-0 vicryl and steri-strips. Patient tolerated the procedure with no complications. All sponge and needle counts were correct.¿ product identification records for the alleged ¿dual gore-tex mesh¿ were not provided. On (B)(6) 2017: (B)(6) . (B)(6) , md. Office notes. Seen in ER last night with abdominal pain, below umbilicus, radiates across lower abdomen, worse with eating. Hernia repair in (B)(6) 5 years ago, complete recurrence below the umbilicus. Reviewed CT. Smoker, unwilling to quit. Chronic pain syndrome, pain worse when eats, constipation. Not employed. Chronic cough from smoking and chronic bronchitis. Weight 150.2 lbs, bmi 25.78. Examination: abdomen; non distended, symmetrical, bowel sounds present in all four quadrants, soft, no masses, large hernia from below the umbilicus to the symphysis pubis, at least 15 x 10 cm but probably bigger, able to reduce hernia; comes right back. I¿m sure she is stuck incarcerated loops of small bowel or colon, no hepatosplenomegaly. Impression/plan: recurrent incisional hernia. Will plan ventral hernia repair with component separation with placement of phasix mesh. Discussed risks and benefits of the procedure including bleeding, infection, injury to adjacent structures including recurrence. Discussed bowel injury. She is a smoker, unwilling to quit; explained her smoking or other medical problems increase her risk of complications and recurrence. Since symptomatic, need to proceed with surgery. ??/??/??: [missing records: records for CT scan were not provided.] On (B)(6) 2017: (B)(6) medical center. (B)(6) , md. Operative report. Preoperative diagnosis: recurrent ventral incisional hernia. Postoperative diagnosis: recurrent ventral incisional hernia. Procedure: repair of recurrent ventral incisional hernia with bilateral component separation with placement of phasix mesh. Anesthesia: general with tap block. Estimated blood loss: minimal. Complications: none. Drains: a 19-french round jackson-pratt. Description of procedure: ¿after adequate general anesthesia was obtained, the patient¿s abdomen was prepped and draped in normal sterile fashion. Timeout was done. An incision was made at the umbilicus and went all the way to the symphysis pubis. Dissection was carried down to the hernia sac, which was opened. The hernia sac was excised and discarded. The fascia was noted. There was some old mesh within the area, but it did not require removal. Then, anterior to the fascia, the subcutaneous tissue was dissected all the way out laterally on both sides and superiorly around the umbilicus. Once this was done, the midline fascia was reapproximated with a running #1 pds. Then, a 6 x 8 inch piece of phasix mesh was brought on the field, the corners were rounded, cut to fashion and placed as an onlay over the fascia. It was then secured to the fascia in multiple areas with interrupted 0 vicryl stitches. A round blake drain was placed on the phasix, brought out through a separate left lower quadrant stab incisions [sic] and secured to the skin with silk stitch. Then, subcutaneous tissues were approximated in midline with interrupted layers of vicryl and the skin was reapproximated with skin stapler. A dry sterile dressing was placed. All sponge and needle counts were correct. The patient tolerated the procedure well and was taken to recovery room in stable condition.¿ on (B)(6) 2017: (B)(6) . (B)(6) , md. Office notes. Drain fell out on its on [sic], constipation, complaining of pain, drain exit site. Midline incision healing well, staples removed, debridement of a little exudate at drain site and dressed. Increase miralax to twice a day, more than 2 days without a bowel movement take milk of magnesia. On (B)(6) 2017: (B)(6) . (B)(6) , md. Office notes. Doing better, still complaining of being tired. Incision well healed, drain site healed. Complaining of falling, asked her to go back to primary care physician. On (B)(6) 2017: (B)(6) medical center. (B)(6) , md; (B)(6) , md (resident). Operative report. Preoperative diagnosis: complete colonic obstruction. Postoperative diagnosis: obstructing sigmoid colon cancer. Procedures: sigmoid colectomy with hartmann¿s pouch and end colostomy with small bowel resection and takedown of splenic flexure. Anesthesia: general endotracheal with tap block. Estimated blood loss: 200 ml. Findings: the patient had complete colonic obstruction that was actually in the sigmoid colon, stuck to the left pelvis. There was a portion of small bowel, was stuck to this, had to be resected as well. Frozen section confirmed adenocarcinoma. Description of procedure: ¿after adequate general anesthesia was obtained, the patient¿s abdomen was prepped and draped in normal sterile fashion. Vertical midline incision was done initially from the upper abdomen to the umbilicus, but had to be incised below the umbilicus as well. The abdomen was opened and explored. Approximately 5 cm of the month old mesh repair with phasix had to be opened. The colon was very dilated. There were numerous and very difficult adhesions that had to be taken down, was able to identify the distal transverse colon, I was able to bring the splenic flexure up and then carefully lysed the adhesions by the area, I was able to finally get down into the pelvis. The mass was noted be [sic] rock hard and stuck to the left pelvic sidewall. This was carefully dissected out with electrocautery and finger dissection, keeping the ureter away from the dissection. I was then able to transect at rectosigmoid junction with a blue contour gia. Then, I was able to take the mesentery with ligasure all the way up to the proximal transverse colon where it was transected with a blue load of the gia-75. The specimen was marked and sent for frozen section and the mass was indeed adenocarcinoma. The small bowel was intimately stuck to the tumor and to remove this off the small bowel, small enterotomy was made. In evaluating this area, I decided it would be better to resect the small area. Therefore, it was transected proximally and distally with a blue load of the gia. The mesentery was taken with the ligasure, then a side-to-side functional and end-to-end stapled anastomosis was done with a blue load of gia. The enterotomy was closed with another fire of a blue load of gia. The anastomosis was checked and noted to be widely patent. The mesenteric defect was reapproximated with vicryl stitches and vicryl stitch was placed on either side of the anastomosis, taking any tension off the staple line. I decided to take an additional portion of the proximal rectum to get a better margin, so approximately 7 cm of what was distal sigmoid colon and proximal rectum was taken with a blue load of the contour. The mesentery was taken with the ligasure and sent as a separate specimen. Once this was done, the hartmann¿s pouch was marked with 3-0 prolene on either side for aid with identification at colostomy takedown. Then, a circular incision was made in the left upper quadrant for creation of colostomy. A vertical incision was made in the fascia, 2 fingers were able to go through the colostomy area and then the bowel was brought out as an end colostomy. The colon was tacked to the peritoneum surrounding with vicryl stitches. Then, the midline incision was closed with a running locking #1 pds. The subcutaneous tissues were irrigated with antibiotic containing saline and closed in 2 layers of vicryl followed by skin stapler followed by dry sterile dressing. The staple line was then cut out of the colostomy and the colostomy was matured with interrupted full thickness 4-0 vicryl stitches. A colostomy bag was placed. Transverse abdominis plane block was done by anesthesia. All sponge and needle counts were correct. The patient tolerated the procedure well and was taken to recovery room in stable condition.¿ on (B)(6) 2017: (B)(6) . (B)(6) , md. Office notes. Doesn¿t seem to be doing very well. Foley in because of incontinence, sacral wound, sitting in wheelchair. 2 months 2 weeks status post ventral hernia repair with mesh (B)(6) 2017 and colectomy and colostomy for obstructing colon cancer. Weight 150 lbs, bmi 25.74. Examination: abdomen; left lower quadrant ostomy patent with no problems, midline incision well-healed. In no shape to consider colostomy takedown, follow up 5 months. On (B)(6) 2017: (B)(6) . (B)(6) , md. Office notes. Eager to have colostomy reversed. Smoking half pack a day. Not employed. Weight 133 lbs, bmi 22.83. Examination: gastrointestinal; non distended, symmetrical, bowel sounds present all four quadrants, soft, no masses, no hernias, left-sided colostomy. Impression/plan: malignant neoplasm of sigmoid colon, colostomy in place. Needs colonoscopy. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions: d17: appropriate code/term not available for ¿false claim¿ h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Through gore's investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as false claim and no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The alleged ¿gore-tex¿ mesh is being captured as gore-tex® soft tissue patch for product surveillance purposes. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. The status of the device is unknown as no record of explant was provided. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2012 whereby an unknown gore device was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was revised. It was reported the patient alleges the following injuries: mesh failure requiring revision surgery. Additional event specific information was not provided.